Event description:
It was reported that the video system center had not been working. All led (light-emitting diode) lights on the front panel were blinking, yet the image error came up as no signal. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of circuit board (zz substrate), corrosion of circuit board (cm substrate) and failure of printed circuit board. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to failure of printed circuit board (dp board) and the led on the front panel blinks was due to a failure of circuit board (zz substrate) and corrosion of circuit board (cm substrate). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.